Manufacturer narrative:
This report is filed march 3, 2014.

Event description:
Per the clinic, the patient experienced a performance decrement with device use and the issue could not be resolved.the device was explanted on (B)(6), 2013 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).